Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept on getting a no delivery alarm on the insulin pump. They changed the infusion set three times. One of their infusion set had a bent cannula, while another infusion set was longer even though it was from the same lot. Their blood glucose during the incident was 500 mg/dl. They felt sick. The basal from the insulin pump was running. The infusion sets will be returned for analysis. The insulin pump will not be returned for analysis.